Event description:
It is reported that upon opening distal femoral fluted stem extension, both interior boxes were cracked. The end of the plastic box was broken off and the implant was pushed through the inner white foam. Another implant was located of the same size and the surgery proceeded as planned.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.